Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted antibiotic therapy. The etiology of the peritonitis is currently unknown; therefore, causality cannot be established. However, the peritoneal dialysis registered nurse (pdrn) reported the peritonitis event was unrelated to any fresenius device(s) and/or product(s). It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. Based on the information available, there is no allegation or objective evidence indicating a liberty select cycler and/or liberty cycler set defect or malfunction caused or contributed to the serious adverse events experienced by the patient. Additionally, the patient continues to utilize the same liberty select cycler at home without any reported issue(s).

Event description:
On (B)(6) 2021, fresenius became aware this (B)(6)-old female patient with peritoneal dialysis (pd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted and infection related to their ¿kidney treatment¿ (possibly peritonitis). No additional information provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit on (B)(6) 2021 for abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent cultures and a cell count were obtained (wbc cell count = 1307 u/l) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day, and ip meropenem 1000 mg twice daily (duration still being determined. As of (B)(6) 2021, the peritoneal effluent fluid cultures showed no growth, however the patient will continue the antibiotic course until completed. A second peritoneal effluent fluid culture and cell count was obtained (wbc ¿ 947 u/l) on (B)(6) 2021, and the preliminary culture results continue to indicate no growth. The cause of the ¿sterile¿ peritonitis is unknown, as a review of the patient¿s technique did not reveal any breaks in sterility. The pdrn stated the events were unrelated to any fresenius device(s), drug(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler without issue and is recovering from the events.

Event description:
On 12/dec/2021, fresenius became aware this 70-year-old female peritoneal dialysis patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted and infection related to their ¿kidney treatment¿ (possibly peritonitis). No additional information provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit on (B)(6) 2021 for abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent cultures and a cell count were obtained (wbc cell count = 1307 u/l) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day, and ip meropenem 1000 mg twice daily (duration still being determined. As of (B)(6) 2021, the peritoneal effluent fluid cultures had shown no growth, however the patient was to continue the antibiotic course until completed. A second peritoneal effluent fluid culture and cell count was obtained (wbc ¿ 947 u/l) on 14/dec/2021, and the preliminary culture results returned positive for candida parapsilosis. Following the discovery of the peritonitis being a fungal infection, the vancomycin was discontinued, and the patient was started on ip fluconazole (duration, dose, frequency not provided). On (B)(6) 2021, the patient awoke feeling ill (including abdominal pain) and was directed to the emergency room. The patient was formally admitted for fungal peritonitis, and on (B)(6) 2021 the patient¿s pd catheter (not a fresenius product) was surgically removed. The patient received a ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) while admitted and transitioned over to hd for rrt on (B)(6) 2021. The cause of the fungal peritonitis remains unknown. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient was discharged on (B)(6) 2021 in stable condition and the patient began outpatient dialysis on (b)() 2021. The patient is recovering from the events and is tolerating hd without issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: b5, h10 clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of fungal peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted hospitalization, antibiotic therapy, and the patient¿s subsequent transition to hemodialysis (hd) for renal replacement therapy (rrt). The etiology of the fungal peritonitis is unknown; therefore, causality cannot firmly be established. However, the peritoneal dialysis registered nurse (pdrn) reported the patient¿s adverse events were unrelated to any fresenius device(s) and/or product(s). Fungal peritonitis is a significant complication of peritoneal dialysis (pd) therapy, and frequently requires the removal of the pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency, defect or malfunction caused and/or contributed to the patient¿s serious adverse events. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.

Event description:
On 12/dec/2021, fresenius became aware this 70-year-old female peritoneal dialysis patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted and infection related to their ¿kidney treatment¿ (possibly peritonitis). No additional information provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit on (B)(6) 2021 for abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent cultures and a cell count were obtained (wbc cell count = 1307 u/l) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day, and ip meropenem 1000 mg twice daily (duration still being determined. As of (B)(6) 2021, the peritoneal effluent fluid cultures had shown no growth, however the patient was to continue the antibiotic course until completed. A second peritoneal effluent fluid culture and cell count was obtained (wbc ¿ 947 u/l) on (B)(6) 2021, and the preliminary culture results returned positive for candida parapsilosis. Following the discovery of the peritonitis being a fungal infection, the vancomycin was discontinued, and the patient was started on ip fluconazole (duration, dose, frequency not provided). On (B)(6) 2021, the patient awoke feeling ill (including abdominal pain) and was directed to the emergency room. The patient was formally admitted for fungal peritonitis, and on (B)(6) 2021 the patient¿s pd catheter (not a fresenius product) was surgically removed. The patient received a ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) while admitted and transitioned over to hd for rrt on (B)(6) 2021. The cause of the fungal peritonitis remains unknown. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient was discharged on (B)(6) 2021 in stable condition and the patient began outpatient dialysis on (B)(6) 2021. The patient is recovering from the events and is tolerating hd without issue.